Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about a week ago the patient noticed their implanted neurostimulator battery seemed to have flipped. The patient sat down one day and it felt like the battery flipped. Patient got surges of stimulation and it was not working properly. Patient contacted their healthcare provider (hcp) and they told the patient to call medtronic. Patient was redirected to their hcp and provided patient with national answering services (nas) phone number.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that when asked to clarify the statement the implant battery seemed to have flipped the patient responded that they had told their doctor and the doctor told the patient they would reach out to the manufacturer representative (rep). The patient had not heard from the doctor or the rep. No actions have been taken to resolve the issue. The issue was not resolved.